Manufacturer narrative:
Initially, it was reported that a hemostatic valve leak issue occurred. The biosense webster, inc. Product analysis lab received the device and found that the hemostatic valve was found dislodged inside of the hub. The hemostatic valve leak issue remains assessed as MDR reportable. The additional finding of the hemostatic valve being dislodged inside of the hub was also assessed as MDR reportable. The awareness date is (B)(6)2021. The device evaluation was completed on (B)(6)-2021. It was reported that the valve was leaking blood on the vizigo¿ sheath. The vizigo¿ sheath was replaced and the issue was resolved. It appeared that there was damage on the hemostatic valve. The reporter is not sure if the hemostasis valve (gasket) break into two or more separate pieces. No air entered the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. The patient hemodynamics were not compromised due to the bleeding and the approximate volume of blood that was lost was not significant. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo¿ sheath. The brim cap was found in its place. Microscopic examination in the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record (DHR) was performed for the finished device 00001737 number, and no internal action related to the complaint was found during the review. Per the DHR, h4. Device manufacture date has been updated. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the hemostatic valve separation issue. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. It was reported that the valve was leaking blood on the vizigo¿ sheath. The vizigo¿ sheath was replaced and the issue was resolved. It appeared that there was damage on the hemostatic valve. The reporter is not sure if the hemostasis valve (gasket) break into two or more separate pieces. No air entered the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. The patient hemodynamics were not compromised due to the bleeding and the approximate volume of blood that was lost was not significant.